Manufacturer narrative:
Of the 20 allegations of a malfunction, 10 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning. 2 failures were a result of an inverted bolus button slug, and 2 were due to bolus button damage. During investigation for unrelated allegations, there were 7 additional audio bolus failures revealed due to an inverted bolus button.

Event description:
This report summarizes <noe> 20</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced tactile changes with the audio bolus button. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6) years of age and between (B)(6) pounds. Of the reported patients, 10 were male, 10 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 06/15/2016. Of the 20 allegations of a malfunction, 10 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning. 2 failures were a result of an issue with the bolus button slug, and 2 were due to bolus button damage. During investigation for unrelated allegations, there were 7 additional audio bolus failures revealed due to an inoperable bolus button. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 20 malfunction events. A review of the events indicated that the one touch ping model pump experienced tactile changes with the audio bolus button. These reports were received from various sources. The patients associated with this allegation ranged from 11-67 years of age and between 34 and 215 pounds. Of the reported patients, 10 were male, 10 were female, and 0 were unknown.